Manufacturer narrative:
Insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off and cracked case reservoir tube window corners noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the place where reservoir screws in it was broken off. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.